Manufacturer narrative:
The report event of ¿could not be secured to the delivery catheter¿ was not confirmed. As received, a complete catheter was returned in one piece and a device. Visual inspection found the tethers were slightly bend consistent with procedural damage. Dimensional analysis found all the measurements were in product specification. Functional test found the device was able to be loaded, docked, and released.

Event description:
Related manufacturer reference number: 2017865-2023-17864, 2017865-2023-17865. It was reported the patient presented for a leadless pacemaker (lp) implant. During initial fixation, the lp failed to rise in impedance. Upon attempt to transition into tether mode, the lp shifted under fluoroscopy and was noted to be dislodged. When attempting to redock to the delivery catheter (dc), there was difficulty due to the sharp angle of the device. Once the device was redocked and covered with the protective sleeve, it was observed the lp helix was deformed. The lp and dc were removed from the body, and the lp was successfully detached. A new lp was opened, but it could not be attached to the dc. A new dc was opened, and the new lp was attached without issue. The new system was positioned in the right ventricle. When the protective sleeve was retracted, the lp was not sensing or capturing the right ventricle. The physician slightly advanced the dc to get better tissue contact, and the device was noted to "jump forward" to a location past the cardiac silhouette under fluoroscopy. An rv gram was performed, and perforation was noted with contrast flowing into the pericardial space. The patient's blood pressure dropped and a stat echocardiogram and pericardiocentesis were completed. The lp and dc were removed, and the patient was stabilized. When the patient was being moved to the intensive care unit, their blood pressure dropped again, and more fluid was removed from the pericardium. The patient was intubated then extubated on (B)(6) 2023. On (B)(6) 2023, a new transvenous, single chamber atrial pacemaker was implanted without issue. The patient was stable.

Manufacturer narrative:
The report event was perforation. As received, a complete catheter was returned in one piece with attached device. The device was found docked to the distal cap. Visual and x-ray inspections did not find any anomalies. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found during the functional test the device was able to undock but during the redocking, the device release by itself and found the aligned offset was out of specification. X-ray examination found one of the tethers appeared to be slipped from the adhesive joint inside the release tether screw.

Manufacturer narrative:
The report event was perforation. As received, a complete catheter was returned in one piece with attached device. The device was found docked to the distal cap. Visual and x-ray inspections did not find any anomalies. Device history record was reviewed and found to be complete. The product passed all quality control tests prior to its distribution. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found during the functional test the device was able to undock but during the redocking, the device release by itself and found the aligned offset was out of specification. X-ray examination found one of the tethers appeared to be slipped from the adhesive joint inside the release tether screw.